Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 60 mg/dl range. Reportedly, the pump correction factor needed to be adjusted. Tandem technical support guided the customer through adjusting the pump correction factor. Customer addressed elevated bg levels with food.